Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high pacing threshold measurements. A dislodgement was confirmed via x-ray. The rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was severed in two segments at approximately 26 centimeters (cm) from the terminal in. The helix mechanism was in an extended position and was bent. Visual inspection found tissue and calcium around the helix. Resistance testing verified the lead was continuous. Laboratory testing was unable to reproduce the reported clinical observations.